Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient experienced increasing pain in 2007. On (B)(6) 2007, the patient presented with significant history of chronic back pain. Spondylolisthesis was noted on MRI and xrays. Symptoms included tingling, weakness, problems with urination and bowel function. The patient underwent axial lumbar interbody fusion procedure at l5/s1 using rhbmp-2/acs. On (B)(6) 2007, the patient underwent MRI status post fusion surgery. Imaging interpreted as follows: "fluid collection appears adjacent and contiguous to inferior aspect of central interbody fusion device." On (B)(6) 2007, the patient presented with right side groin discomfort and backache. On (B)(6) 2007, patient was seen for follow up status post l5/s1 fusion with continued l5 spondylolysis. Patient had a lot of pain in low back, right side leg and groin pain that goes toward the right testicle (difficult to sit or stand, especially using the restroom). On (B)(6) 2008, patient was seen "status post significant stabilization at l5-s1 secondary to his spondylolisthesis and chronic pain. The patient has not had any lucencies about, his hardware, but the patient has had studies demonstrating a slowed delayed union. The patient also continued to have significant right sided radiculopathy, and on [imaging] studies demonstrated that there may be some continued neural foraminal narrowing in the right lateral recess region." The patient underwent revision surgery with laminectomy for continued lumbar radiculopathy status post l5-s1 fusion and pseudoarthrosis. Procedure included exploration of anterior fusion mass and placement of bilateral posterior lumbar interbody fusion cage with fusion augmentation. During surgery, it was noted that the left side had a partial pseudoarthrosis. The right side demonstrated what appeared to be a significant hypertrophied pars/pedicle region with significant nerve root compression. There was no significant bone that had been formed on the right side into the interbody space. On the left side, there was no significant bone consistent with that of a maturing fusion. Bone from the gill laminectomy was morsellized for transplantation as well as the mixed two sponges of bone morphogenic protein. One sponge was placed into each of two cages. On (B)(6) 2008, the patient was seen for follow up workman's compensation visit. Patient presented with "low back leg, and some neck and arm discomfort. He is had a chronic low back issue that we have known about for many years and has had surgery to help correct that issue. He has had a chronic low back and right-sided leg pain syndrome before and after surgery. Since work injury he has had more right-sided groin and interior right-sided thigh discomfort. Symptoms included weakness, numbness and tingling. Walk less than a block. He has issues with standing walking pain. He reports some issues with erectile function as well as some urinary issues. Spinal issues clearly predate the work-related injury, the symptoms regarding his back and his right leg significantly even predate his spinal surgery. The patient, upon review of records, was complaining about discomfort in his right inguinal region prior to the date of his work accident. It is possible that this slip and fall aggravated this patient's right inguinal pain scenario." On (B)(6) 2009, patient was seen for follow up. Upon review of CT, it was noted the patient had a solid fusion. There is bridging - at all regions. There is nothing loose. On (B)(6) 2009, patient presented with "pain that radiates down his right leg, all the way to his ankle, he has significant paraesthesia and dysesthesia like sensations that are quite constant. His pain is worse with walking and standing. Resting seems to relieve his pain somewhat." On (B)(6) 2009, patient underwent transforaminal epidural injection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with spondylolisthesis at l5-s1 and underwent the following procedure: axial trans-sacral anterior fusion at l5-s1 with placement of anterior bolt instrumentation with use of rhbmp-2 and bone graft extenders with placement of unilateral pedicle screw and non-segmental instrumentation at l5-s1. As per op-notes,¿ radical discectomy was performed with the articulating curets as well as the dis extraction devices. Goof scraping of the endplates was actually audible as well as palpable during the procedure. Once this was completed, we then carefully passed the local bone back into the anterior chamber of l5-s1, followed by one strip of rhbmp-2, followed by vitoss that was also given a dose of rhbmp-2.¿ the patient tolerated the procedure well without any intraoperative complications.